Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative reported the doctor planned to remove the system due to infection. They would allow her to heal and then re-implant. Initially, the patient was scheduled for the implantable neurostimulator (ins) and lead explant on (B)(6) 2015. The case had been cancelled and would be rescheduled. Surgical intervention was planned but not yet scheduled. The cause of the event was unknown. At the time of the report, the issue was not resolved. Relevant medical history included spinal pain.